Event description:
It was reported that during a pci treatment procedure, the maverick2 monorail 15x3.0 mm balloon ruptured at 12 atms on the first inflation. The lesion being treated was a calcified, 90% stenotic lesion in the right coronary artery. The maverick2 monorail balloon was removed and replaced with another balloon to successfully complete the procedure. No pt injuries or complications reported.